Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a low out of range pacing impedance measurement on the right ventricular (rv) lead. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Event description:
Additional information was received that the patient is scheduled for a follow-up visit with the clinic due to the out of range impedance measurement and noise.

Manufacturer narrative:
--

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.